Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The head deck of the bed bent on a angle and bent inwards where the head motor connects.